Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 12.2 mmol/l. The customer also reported that the insulin pump had hardware low level failures error and they were able to clear the alarm and rewind the insulin pump. The customer stated that the insulin pump had passed the self test. Troubleshooting was performed for blank display and the display did not return after pump restart. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm occurring during rewind. Alarm due to moisture damage on the electronic assembly. Blank display not confirmed during testing. Unable to determine hardware low level failures error during testing due to a broken force sensor was detected during seating or regular delivery error alarm. Unable to perform the self test and the displacement test due to a broken force sensor was detected during seating or regular delivery error alarm.